Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
August 26, 2015 - additional information was received via a healthcare provider (hcp). The patient died at home on (B)(6) 2015; the death was sudden. The pump dosing period regarding gabalon intrathecal was from (B)(6) 2014 to (B)(6) 2015. The cause of death was not related to the drug, catheter, pump, programmer, or surgical procedure. As per a physician there was no issue with the drug, pump, or catheter. The physician considered that the sudden death was a known event for cerebral palsy in children.

Event description:
On (B)(6) 2015 an hcp reported that the patient had a history of an adverse drug reaction regarding risperdal and side effect included tardive dyskinesia; onset of event was not reported. The initial simple continuous daily dose rate of gabalon intrathecal was 25.0 mcg/day; date of implant was (B)(6) 2013. The patient was receiving gabalon intrathecal (0.2%) via a flex dose rate of 360 mcg/day; start date was (B)(6) 2015 and stop date was (B)(6) 2015. Regarding insomnia on (B)(6) 2015, eye drops were prescribed by a local physician and the patient's myotonia was relatively stable. As per a physician, the underlying disease was most likely sudden death. Prior to the accident 6 months prior, what resembled sudden spasticity of the respiratory muscles was observed. The physician further noted that the possibility of this being a side effect of baclofen could not be denied. On (B)(6) 2015 additional information was received from a healthcare provider who indicated that the patient did not have any allergic, alcohol, or smoking history. The patient did have a history of an adverse drug reaction; specifically a reaction to risperidone with a side effect of delayed dyskinesia (onset date was not provided). The patient did have physical and work therapy. There was no intervention of drug therapy or investigational device. The investigational drug was not changed. On (B)(6) 2015, the patient had insomnia and was prescribed eye drops at a nearby hospital. The patient's muscle tension was comparatively stable.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was further reported that the results of the second catheter test, as well as the type of the catheter test that was performed were unknown. It was noted that it was unknown if any damage to the catheter was noted, or if that damage was a result of the car accident. Additionally, the patient outcome, and whether they were receiving effective therapy remained unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Event description:
On 2016-01-28 additional information was received from a hcp who indicated on (B)(6) 2014, the patient was always very tense when not sleeping and "he" was given some sleeping pills and went to sleep. On (B)(6) 2015, the patient had insomnia and sleeping pills were prescribed at a nearby hospital. Muscle tension was comparatively stable. The patient had dysphagia at the onset of the adverse event. At the onset of the event there was no change in oral ingestion/dysphagia. In regards to the ¿death¿ and the causal relationship to the investigational drug there was ¿no change¿ (causal relationship was still ¿no problem¿) and ¿no change¿ (causal relationship was still ¿unknown¿). This was originally a cp type in which many cases resulted in sudden death. The cause of death was believed to have been something due to a disease, but this disease's effects on respiratory muscles could not be ruled out. Past history included paralytic orthoses with a date of onset in 2012 (specific date not reported). It was noted the investigational drug, pump, catheter, programmer, or procedure were not related to the respiratory failure or patient¿s death. However, it was also reported the causality of death in relationship to the investigational drug was ¿unknown¿. The underlying disease was highly likely to be sudden death. It seemed like the contracture of the respiratory muscles had progressed rapidly since before the aforementioned accident (over 6 months ago); the side effects of baclofen could not be ruled out.

Event description:
Additional information was received from a hcp. Prior to the intrathecal baclofen (itb) therapy the patient had dysphagia; swallowing function was related to muscle tone and the condition changed depending on the day. The patient also had a possible condition of ingestion which did not change during the onset of the adverse event. The patient had been bedridden and was not turned over in bed by herself which did not change during the onset of the adverse event. The patient¿s deterioration of spasticity as of (B)(6) 2014 was considered to be not an adverse event related to the itb therapy; the reason was not available. As of (B)(6) 2014 the gabalon dose was 360.2mcg/day. At this time it was noted that the patient was always in the state of being hypertonic, except when sleeping. Soporific drugs helped the patient sleep. The patient¿s creatine kinase level was 1183 (iu/I). As of (B)(6) 2015 the patient had insomnia and a drug was prescribed by a local doctor. Thepatient¿s muscle tone at this time was comparatively stable. On (B)(6) 2015 the patient¿s dose was 360mcg/day. Cyanosis was noticed while the patient was taking a nap. Resuscitation was attempted, but the condition did not improve, and the patient was taken to the hospital by ambulance. The patient died at 10:22pm. The adverse event was confirmed to be sudden death due to respiratory failure. Contracture of the respiratory muscles was not considered an adverse event. It was a new cerebral palsy type that appeared since 2000, and whether it appeared in natural course or was adverse effect could not be determined due to lack of number of cases. The causality of the death to the baclofen remained unknown and the hcp commented that originally it was the cerebral palsy type which often caused sudden death. The cause of death was considered disease but the effect of the baclofen to the respiratory muscles could not be denied. Following the hcps opinions, the patient causal relationship of the death and cyanosis/respiratory failure to the pump, catheter, programmer, and the surgical procedure, were not related.

Event description:
It was reported that, at the refill on (B)(6) 2014, the effect was judged inadequate for the spasticity; as a result, the dose was increased from 190 ug/day to 220 ug/day. It was noted that the pump showed a variability rate of 4.3%. As the effect was inadequate, a contrast study was performed on (B)(6) 2014 to check for a catheter problem; it was confirmed that there were no problems with the catheter. The attending physician commented that the patient had a traffic accident (collided from behind) on the way home from the catheter contrast study on (B)(6) 2014. It was considered a possibility that a catheter problem may have occurred at the accident; it was noted that a second catheter contrast study would be performed. On (B)(6) 2014, worsening spasticity was noted (classification of severity was noted as 3 - serious); the gabalon was increased to 360 ug/day, but no changed were observed. As the spasticity had been increasing, the patient was admitted to the hospital. On (B)(6) 2014, the pump was refilled; a pump variability rate of -0.8% indicated no problems. The patient history included cerebral palsy. It was noted that the patient had not recovered with regard to the worsening spasticity. The relationship to the drug was deemed unrelated, the relationship to the device was noted as unknown, and the relationship with regard to the pump, programmer, and procedure were reported as ¿no.¿ the pump was being used to deliver gabalon. No outcome was reported regarding this event, and there were pending interventions. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient's height was (B)(6). The patient's cerebral palsy was specified as athetoid with a date of onset of (B)(6) 2004. Complications/past history were listed as mental retardation (onset date (B)(6) 2004) and paralytic hip dislocation (onset date was year 2012). Prior to the accident (more than 6 months before), contracture of the respiratory muscles developed rapidly, and side effects of baclofen cannot be denied. On (B)(6) 2015, the patient had insomnia and a doctor prescribed a soporific drug. The patient's muscle tone was comparatively stable. On (B)(6) 2015, cyanosis was noticed during the patient's nap. Resuscitation was attempted, but the condition did not improve, and the patient was taken to the hospital by ambulance. The patient died at time 2222. The cause of death was reported as respiratory failure. There was no autopsy. The causal relationship of the respiratory failure to the investigational drug was reported as unknown. Following the physicians opinions, the patient causal relationship of the death and cyanosis/respiratory failure to the pump, catheter, programmer, and the surgical procedure, were not related.